Event description:
It was reported that a dell handheld computer screen was freezing during interrogation. Reseating the flashcard and performing soft and hard resets did not resolve the issue. Product is expected to be returned to the mfg.